Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain, physical pain/pain, intermittent, severe') in a 39-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included hyperlipidemia. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (vaginal,menorrhagia)"), psychological trauma ("psych injury/depression") and anxiety ("mental anguish"). On an unknown date, the patient experienced genital haemorrhage ("heavy abnormal bleeding"), abdominal pain ("abdominal pain intermittent, severe"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping") and dyspareunia ("dyspareunia (painful sexual intercourse)"). The patient was treated with surgery (essure removed on (B)(6) 2019). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain, abdominal pain lower, vaginal haemorrhage, dyspareunia, menorrhagia, psychological trauma and anxiety outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, anxiety, dyspareunia, genital haemorrhage, menorrhagia, pelvic pain, psychological trauma, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: discrepancy in essure insertion date= (B)(6) 2009 and (B)(6) 2012. Discrepancy in essure confirmation test-patient had essure done (B)(6) 2009 never had follow up hsg to confirm tubal occlusion. Patient was hospitalized. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: essure devices were successfully occluded. Result: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records:heavy bleeding. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-aug-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain, physical pain/pain, intermittent, severe') in a 39-year-old female patient who had essure (batch no: 648613) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cervicitis, uterine leiomyoma, adenomyosis, paratubal cyst, dysmenorrhea and sterilization. Concurrent conditions included hyperlipidemia. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), depression ("psych injury / depression") and anxiety ("mental anguish"). On an unknown date, the patient experienced genital haemorrhage ("heavy abnormal bleeding"), abdominal pain ("abdominal pain intermittent, severe"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping") and dyspareunia ("dyspareunia (painful sexual intercourse)"). The patient was treated with surgery (total laparoscopic hysterectomy with bilateral salpingectomies.). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain, abdominal pain lower, vaginal haemorrhage, dyspareunia, menorrhagia, depression and anxiety outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, anxiety, depression, dyspareunia, genital haemorrhage, menorrhagia, pelvic pain, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: discrepancy in essure insertion date: on (B)(6) 2009 and on (B)(6)2012. Discrepancy in essure confirmation test-patient had essure done on (B)(6) 2009 never had follow up hsg to confirm tubal occlusion. Patient was hospitalized. Discrepancy noted in date of removal , on (B)(6) 2018. A total of 2 coils was noted on the right and 2 coils on the left. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: on (B)(6) 2010: essure devices were successfully occluded. Result: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: heavy bleeding. Most recent follow-up information incorporated above includes: on 21-aug-2020: mr received: new event lot number, medical history, reporter information were added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain, physical pain/pain, intermittent, severe') in a 39-year-old female patient who had essure (batch no. 648613-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cervicitis, uterine leiomyoma, adenomyosis, paratubal cyst, dysmenorrhea and sterilization. Concurrent conditions included hyperlipidemia. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (vaginal,menorrhagia)"), depression ("psych injury/depression") and anxiety ("mental anguish"). On an unknown date, the patient experienced genital haemorrhage ("heavy abnormal bleeding"), abdominal pain ("abdominal pain intermittent, severe"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping") and dyspareunia ("dyspareunia (painful sexual intercourse)"). The patient was treated with surgery (total laparoscopic hysterectomy with bilateral salpingectomies.). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain, abdominal pain lower, vaginal haemorrhage, dyspareunia, menorrhagia, depression and anxiety outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, anxiety, depression, dyspareunia, genital haemorrhage, menorrhagia, pelvic pain, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: discrepancy in essure insertion date= (B)(6) 2009 and (B)(6) 2012 discrepancy in essure confirmation test-patient hadessure done (B)(6) 2009 never had follow up hsg to confirm tubal occlusion.patient was hospitalized.discrepancy noted in date of removal , (B)(6) 2018.a total of 2 coils was noted on the right and 2 coils on the left. Diagnostic results (normal ranges are provided in parenthesis if available):hysterosalpingogram - on (B)(6) 2010: essure devices were successfully occluded.result: total bilateral occlusion.concerning the injuries reported in this case, the following ones were confirmed inpatient¿s medical records:heavy bleeding. Quality-safety evaluation of ptc:unable to confirm complaint. Most recent follow-up information incorporated above includes:on 28-aug-2020: update of information (batch is not valid).based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain, physical pain/pain, intermittent, severe') in a (B)(6) year old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included hyperlipidemia. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (vaginal,menorrhagia)"), psychological trauma ("psych injury/depression") and anxiety ("mental anguish"). On an unknown date, the patient experienced genital haemorrhage ("heavy abnormal bleeding"), abdominal pain ("abdominal pain intermittent, severe"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping") and dyspareunia ("dyspareunia (painful sexual intercourse)"). The patient was treated with surgery (essure removed on (B)(6) 2019). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain, abdominal pain lower, vaginal haemorrhage, dyspareunia, menorrhagia, psychological trauma and anxiety outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, anxiety, dyspareunia, genital haemorrhage, menorrhagia, pelvic pain, psychological trauma, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: discrepancy in essure insertion date= (B)(6) 2009 and (B)(6) 2012 discrepancy in essure confirmation test-patient had essure done (B)(6) 2009 never had follow up hsg to confirm tubal occlusion. Patient was hospitalized. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on (B)(6) 2010: essure devices were successfully occluded. Result: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records:heavy bleeding. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-jul-2020: pif received. Case category changed from non-serious incident to serious incident. Date of essure removal was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.